Manufacturer narrative:
B3 - date of event: as the event date was unavailable per the customer, the event date was estimated to the date boston scientific became aware of the event. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the balloon failed to deflate. A ranger paclitaxel-coated pta balloon catheter was selected for use in angioplasty procedure. The balloon was advanced to the target lesion and inflated, but it was unable to be deflated. Troubleshooting attempts to deflate the balloon were unsuccessful. Removing the inflated balloon from the vessel was difficult, but there were ultimately no patient complications. The patient had fully recovered at the time of reporting.